Event description:
It was reported that the patient presented feeling poorly. Upon further analysis, the right ventricular (rv) lead exhibited t-wave oversensing (twos). The t-wave algorithm is turned on, therefore no intervention was executed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314vrm implantable cardioverter defibrillator; implanted: (B)(6) 2013.(B)(4).